Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited multiple episodes of non-sustained right ventricular oversensing due to post paced t wave oversensing. Programming changes were made. The patient was in stable condition.